Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml a t 0.5mg/ml) via an implantable pump for non-malignant pain. The issue was resolved, patient status alive no injury. It was reported that the patient was not receiving any relief. The catheter was able to be successfully aspirated, but no dye was getting through catheter in dye study. The catheter was fully replaced. There was no factors that have led to the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.